Event description:
In 2007, it was reported to boston scientific corporation that a procedure to treat a kidney stone using a zero tip nitinol stone retrieval basket was performed on a male (age and weight unknown). According to the complainant during the procedure, "the basket piece portion was left with the stone in the patient's ureter." The physician tried unsuccessfully to retrieve the basket and stone. Reportedly, according to the nurse, the patient will be brought back for surgery. Several unsuccessful attempts have been made to obtain additional information regarding this event and patient outcome.

Manufacturer narrative:
The device fragment remains in the patient. An evaluation cannot be performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The lot number is unknown; therefore a ship history was completed revealing three possible lots for the device: (9513576, 9563975 and 9513577). A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The november 2007 15-month zero tip nitinol stone retrieval basket complaint trend report for the as reported code of basket broken was reviewed and did not show a negative trend.